Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite replaced replace main board . Vyaire medical ensured all components are up to date and continued per service processing procedure. The suspect device/component passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device/component has not been returned to vyaire medical. Therefore, a definitive root cause cannot be determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
It is reported to vyaire medical that the vela ventilator experienced transducer fault alarm. There was no patient harm reported.